Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch form mw5089613. That a female patient underwent a breast surgery with unspecified mentor gel breast implants and experienced autoimmune disorder,¿ lupus, infertility, symptoms of rheumatoid arthritis, excessive hair loss, joint pain, multiple miscarriages. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.